Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. Subsequently, the pump shut down. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.